Event description:
The reporter stated that the device was not delivering the correct amount with smaller syringes. States the volume over time is off by half a mil. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The customer's comments cannot be verified. The standard flow test was performed on the device and was determined to be within specification. Additional flow tests were performed in the volume over time mode with a 1 and 3ml syringe which were also determined to be within specification. The evaluation did find multiple broken parts (cracked housings, slide door) which were replaced. The device passed all functional and delivery tests.